Event description:
The valve and catheters were implanted in 2001 after tumor removal. The pt's condition was good for the initial three months, but recently the pt complained of headaches. The dr took x-rays and the catheters showed no problem, so he suspected valve malfunction and revised 3 months later.